Event description:
According to the reporter: when inserting the endo clip into the trocar, some of the inner blue sheathing shredded off and disengaged into the patient. Retrieved pieces from the patient. The inner lining of the trocar is ripped.

Manufacturer narrative:
(B)(4).